Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to b5. Please see updates to b5, d8, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which reported that the loss of image occurred during endoscopy, colonoscopy and nasofibroscopy procedures. The reported event occurred during an average of 5 procedures. The procedures were completed using a similar device without delay. The patient were under general anesthesia, and there were no patient harm or consequences reported as a result of the event. The subject device was inspected prior to the procedure and was functioning as expected during the inspection.

Event description:
A user facility reported to olympus that during a procedure, the image was lost. Upon restarting the device, the image returned. There was no patient injury, associated with the event, reported to olympus. This is report #2 of 5 due to multiple events reported. Reference report patient identifiers (B)(6) for additional reports.

Manufacturer narrative:
The suspect device has been returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined. If additional information becomes available, this report will be supplemented accordingly.